Manufacturer narrative:
This report is submitted on 17 may 2021.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021. This report is submitted on 22 february 2021.

Manufacturer narrative:
This report is submitted on 27 jan 2021.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Reimplantation is planned but has not taken place as of the date of this report.